Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported the tip of final driver broke off the locking cap with the final torquing. The surgeon was unable to dislodge from the set screw as it was cold welded. The tip remained implanted.

Manufacturer narrative:
The returned virage, final driver part# 07.01783.001 lot# 62732084 was examined. The tip of the instrument is fractured and sheared off at the junction which holds the retaining spring. The complaint is confirmed. The associated DHR (device history record) for lot# 62732084 were reviewed. All parts released to the inventory did not have any non conformances associated with them that could have led to this event. Based on the available information, the exact root cause cannot be determined. However, based on the fracture geometry and available information it is likely that the device experienced torque greater than the strength of the material which compromised the integrity of the device leading to deformation and eventual fracture. The device was likely conforming when it left zimmer biomet's control. This report was submitted late due to inadvertent human error.